Event description:
The facility representative reported a flogard infusion pump with a 94 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement; however, there was no reported injury or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-94" was confirmed during sample evaluation. Quality engineering determined that the cause was due to outdated and defective main batteries, which were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.